Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2023 using a 9f amplatzer talisman delivery sheath. A pericardial effusion was observed prior to the procedure. The device was implanted. On (B)(6) 2024 the patient presented with chest pain and shortness of breath. The patient was hypotensive. An echocardiogram (echo) showed a cardiac tamponade on the anterior portion of the pericardium. A pericardiocentesis was performed with 900cc of blood removed, and the patient's symptoms improved. Transesophageal echocardiography (tee) and a computed tomography (CT) scan showed the device remained in the implantation location and no erosion was noted. Based on clinical presentation, it was determined that erosion was likely so the patient was brought to the operating room. A hematoma was discovered in the pericardium. The left atrial disc of the device had eroded through the left atrium wall. There was no erosion noted in the aorta. The device was surgically explanted and the pfo was repaired. The user believed the cardiac tamponade was caused by the device. The patient status was hospitalization.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2023 using a 9f amplatzer talisman delivery sheath. A pericardial effusion was observed prior to the procedure. The device was implanted. On (B)(6) 2024 the patient presented with chest pain and shortness of breath. The patient was hypotensive. An echocardiogram (echo) showed a cardiac tamponade on the anterior portion of the pericardium. A pericardiocentesis was performed with 900cc of blood removed, and the patient's symptoms improved. Transesophageal echocardiography (tee) and a computed tomography (CT) scan showed the device remained in the implantation location and no erosion was noted. Based on clinical presentation, it was determined that erosion was likely so the patient was brought to the operating room. A hematoma was discovered in the pericardium. The left atrial disc of the device had eroded through the left atrium wall. There was no erosion noted in the aorta. The device was surgically explanted and the pfo was repaired. The user believed the cardiac tamponade was caused by the device. The patient status was hospitalization.

Manufacturer narrative:
An event of pericardial effusion lead to cardiac tamponade, chest pain, shortness of breath, erosion, hematoma and device explant was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on all available information, the cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.